Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Visual inspection noted tissue in the helix. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis confirmed the presence of foreign material within the helix housing, but the helix mechanism itself appeared intact and undamaged.

Event description:
Boston scientific received information that the right atrial (ra) lead required repositioning and during the procedure, the helix retracted but would not re-extend. While placing the new ra lead, this right ventricular (rv) lead became dislodged. The physician attempted to reposition and retracted the helix, but could not re-extend. A new rv lead was used for implant. No adverse patient effects were reported. The lead was returned for analysis.